Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the plate is fractured at the screw holes. X-rays provided were sent to the hcp for review. Their review noted the overall fit of the implants appears normal. As a result of the plate fracture, there is abnormal alignment with apex volar angulation of the bone and plate. Bone quality is markedly osteopenic. Both the presence of an underlying radial fracture non-union and the marked degree of osteopenia could contribute to the implant fracture. No mechanical or implant-related defect is noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial surgery for the fracture of the distal end of the radius. The locked metal plate system was used in the operation according to the instructions. The operation was successfully completed, and the patient did not show any abnormal conditions. Eleven months after discharge, the patient reported no discomfort. Shortly after, the patient developed discomfort in hands and returned to the hospital for review. The examination found that the patient's bone plate had fractured. The patient underwent a revision to replace the plate. After the replacement of the new locking metal plate system, the patient did not show any symptoms. Further review into the case identified contributing conditions to the patient's event as follows: the main reason for the fracture of the bone plate is that the patient did not have long bones; the bone did not heal after 11 months after the plate was placed; after being discharged from the hospital, he did not return to the hospital for review, did not follow the doctor's instructions, and was equipped with braces and the fracture of the bone plate appeared.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the patient was revised due to implant fracture. It was stated that the patient's bone did not properly heal and the patient did not attend their follow up reviews or follow surgeon's post op orders. Attempts have been made and no further information is available.